Event description:
Pt with longstanding ra with systemic involvement (pulmonary fibrosis and digital vaculitis affecting feet and toes, with ulcerations at the time of prosorba therapy), hypertension and diabetes, type ii. Admitted to the hosp with dvt of lower extremity 2 days after 7th prosorba treatment. Discharged on coumadin; vasculitic lesions on toes resolving; ra symptoms improved.